Manufacturer narrative:
Investigation summary: one 3ml syringe with a customer¿s tip cap attached was received inside an opened blister package from batch #8318581 (p/n 309657). It was visually evaluated. It is not clear, whether the syringe had been manipulated and if anything had been aspirated and expelled. No grease or other foreign matter was observed in the fluid path. A small amount of apparent silicone presence from stopper and barrel siliconization process was visible on the stopper surface. The amount observed was normal and expected amount for this product per product specification. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. The reported defect was not identified in the samples received. The reported defect was not identified in the samples received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
Material no: 309657, batch no.: 8318581. It was reported that before use of the 3 ml bd luer-lok¿ tip syringe there are grease spots on the black plunger and when the plunger is pushed up, it releases a rubber chemical smell. The following information was provided by the initial reporter: verbatim: inside syringe. On the black plunger grease spots. When plunger is pushed up, smells a rubber chemical smell.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no: 309657, batch no.: 8318581. It was reported that before use of the 3 ml bd luer-lok¿ tip syringe there are grease spots on the black plunger and when the plunger is pushed up, it releases a rubber chemical smell. The following information was provided by the initial reporter: verbatim: inside syringe. On the black plunger grease spots. When plunger is pushed up, smells a rubber chemical smell.